Manufacturer narrative:
The device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing.

Event description:
It was reported that the brakes cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.